Event description:
It was reported that the patient received a shock. It was also reported that the right ventricular (rv) lead had oversensing and fracture. It was further reported that the application did not provide battery voltage on the follow up transmission. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that there was oversensing, 1 - vf=140 ms average v-cycle on (B)(4) 2012 20:10:43, high resistance/impedance, and 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011 03:00:14. The programmer data shows"atrial. Pacing lead impedance > 3000 ohms" on (B)(4) 2011 03:00:14.

Event description:
It was reported that the patient received a shock. It was also reported that the right ventricular (rv) lead had oversensing and fracture. It was later reported through follow up that the lead was reprogrammed and intervention was done. It was also later reported that the shock was appropriate and that the rv lead also had high impedance. It was further reported that the application did not provide battery voltage on the follow up transmission. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.